Event description:
A retrospective review was performed by agfa for events, from years 2012 to (B)(6) 2015, related to unexpected movement of dx-d600 systems. Vigilance activity to report identified events was implemented (B)(6) 2015. The following event was identified and is being reported to the FDA. A complaint was opened on (B)(6) 2014, in which the (B)(6) customer reported unexpected movement of the dx-d600 with jerking and fast movement of the x-ray tube during automatic positioning. Agfa service was onsite and exchanged the vertical motor, the vertical tachometer, and the nova x&y drive. The system performed as expected after the part changes. Agfa initiated the following corrective actions related to this dx-d600 event. On (B)(6) 2014, vigilance activity was initiated to report corrections to FDA (FDA # z-2175-2014) for a mandatory software upgrade of dx-d600 full automatic systems to version 3.6 to prevent unexpected system movements. On (B)(4) 2014, vigilance activity was also initiated to report additional corrections to FDA in the same (FDA # z-2175-2014) to implement the mandatory upgrade of semi-automatic dx-d600 systems to version 3.6 to prevent unexpected system movements and to implement the mandatory upgrade of analog manual dx-d600 systems to an improved detent fixation. There were no reports of harm to any patients or users during this event.